Event description:
In 2006, this patient was implanted with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component. On routine follow-ups (dates unk), angiograms revealed a persistent distal type I b endoleak. Approx six months later, the physician performed a reintervention to balloon the distal limb of the ipsilateral graft. During the surgery, the iliac artery ruptured and two contralateral leg components were placed. The surgery was completed and the patient is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient and not related to this event; contralateral leg components (pxc161200/lot #03176583), (pxc141000/lot#04552703) and (pxc121000/lot #04430869).